Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer was unable to troubleshoot with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Customer was unable to provide a release date, however indicated that as a result of the hospitalization, customer sustained memory loss. Reportedly, the customer reverted to manual injections for insulin therapy.